Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. The alarm occurred shortly after inserting a new battery. The customer would have to reset the time and date with each battery change as well. The alarm recurred more than once during normal use as well. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected battery out limit alarm. The pump passed the self test and unexpected restart error alarm tests. No external ram crc or unexpected restart alarms were noted. The no reservoir alarm worked properly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.